Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the lesion had mild calcification and 90% stenosis. After performing ivus, the flexi-cut was delivered; however, during the second cut at 2 atm, the balloon ruptured. A new flexi-cut used and the procedure was completed. Reportedly, there were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident info. Balloon ruptures may occur due to, but not limited to, mfg issues, materials, mechanical damage, handling, over inflation and/or interaction with pt anatomy or associative devices. In this instance, it was reported that the target lesion had mild calcification, and 90 % stenosis, which may have contributed to the rupture. Since the device was able to be prepared for use, and used for several cuts, this failure appears to be related to the circumstances during the procedure; however, without the device to analyze, a root cause for the reported discrepancy cannot be definitively determined.